Manufacturer narrative:
The lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
The right ventricular lead was abandoned surgically and replaced with a new lead due to loss of capture and high impedance measurements.

Event description:
Boston scientific crm received information that during a follow-up visit, this right ventricular lead displayed impedance measurements greater than 2500 ohms and a lead fracture was suspected. The patient complained of shortness of breath. No adverse patient effects were reported. It was reported that the physician will be replacing the lead.